Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the protection sleeve f/nails ø8-11 flex lon was broken from the metal sleeve, fragment was returned. Additionally, the metal sleeve is heavily deformed along the shaft and scratches are visible on the inner surface of the flex tube, most likely created during the deformation of the sleeve. A dimensional inspection and a functional test for the protection sleeve f/nails ø8-11 flex lon were unable to be performed due to post manufacturing damage. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the protection sleeve f/nails ø8-11 flex lon would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent surgery. The surgeon is well-experienced in spi. Based on his/her experience, the surgeon decided to use the sleeve in question because a sleeve with a larger diameter might be difficult to insert to the bone, although a sleeve with a larger diameter would be fine to use with a reamer. Insertion of the sleeve in question was completed although the surgeon had a difficulty in inserting. After that, the surgeon passed a reamer through the sleeve, but the reamer could not reach to the bone. Therefore, the surgeon passed the reamer through the sleeve while turning the reamer, but the metal part of the inner wall of the sleeve peeled off and reaming got failed. The surgeon commented as follows. Although the combination of the sleeve and the reamer was slightly tight and the reamer was passed through the sleeve while turning, the cause of the event like this time may be a problem with the structure of the sleeve. If a sleeve with a larger diameter was used, it might have been more difficult to insert it into the joint, and even if it could be inserted, there might be a possibility that sleeve had bowed, and the reamer had scraped the inner wall of the sleeve. The surgeon also pointed out that if reamers was recommended to be combined with a sleeve with a larger diameter, why was the sleeve with a smaller diameter marketed as a product to be combined with reamers. There are no pieces in the patient. The surgeon confirmed by x-ray. The surgery was completed successfully within 30 minutes delay. Patient status: stable. No further information is available. Concomitant device: unknown reamers (product code: unk, lot number: unk, quantity: unk) this complaint involves one (1) device. This report is for one (1) protection sleeve f/nails ø8-11 flex lon this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.